Event description:
The account reported that the equipment [I.3., erbe system; argon plasma coagulator (apc) model apc 300 with an electrosurgical generator model icc 200 was used in a bariatric procedure. The apc probe was purged inside the pt and a perforation in the bowel wall occurred. The pt underwent surgery and is recovering.